Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low scan results on the adc device in comparison to unspecified readings on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced vomiting and was unable to self-treat. The customer was seen in a hospital, where a healthcare professional (hcp) administered sodium and potassium infusion, unspecified vitamins and hydration as treatment for a diagnosis of diabetic ketoacidosis (dka). A post blood glucose readings of 90 mg/dl and 70 mg/dl was obtained on an hcp meter, compared to adc scan result of 65 mg/dl and 50 mg/dl. There was no report of death or permanent impairment associated with this event.